Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage and alarmed compromised force sensor system. She observed a crack in the reservoir compartment below the reservoir window. She noted that the crack was not deep and was only superficial. She did not know how the damage occurred. She stated that insulin squirted out during the manual prime and the rewind message occurred after the alarm. The customer's blood glucose was 155 mg/dl. She was advised that during seating, the force sensor did not detect the reservoir. She stated that drive support cap appeared to be normal but later observed that the drive support cap was pushed in, although possibly raised on one side. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.